Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw clip was placed lateral at a2-p2, reducing mr to trace. After releasing the clip during deployment, the mr increased. Further observation revealed that leaflet injury occurred. The clip was observed to be stable and in place. The procedure ended with mr grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury is user technique. The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the leaflet tear was on the posterior leaflet. In the physician's opinion, the tear was caused by retracting the delivery catheter an amount larger than usual to grasp the leaflets and the clip was closed quickly. No additional information was provided.